Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. After the procedure, the elbow portion of the varipulse¿ bi-directional catheter was damaged and appears bent after pulling the catheter out of the body. The procedure had ended and the catheter was not replaced. There was no patient consequence reported. Additional information was received. The outer layer of the catheter had a slight opening that if manipulated in a specific way, wires could have been exposed. However, in its current state, wires could not be visible. There were no sharp or lifted rings present. The issue was right at the elbow of the catheter, where the distal end would deflect. The device evaluation was completed on 24-dec-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed a breakage on the loop with internal components exposed. In addition, it was observed that the loop bends to the side without returning to its neutral position while the contraction mechanism is activated. Due to this condition a manufacturing investigation was requested and it was concluded that this type of failure was related to the manufacturing process since the assignable cause was defined to be a missing 10 mm polyimide that should have been left in placed in the elbow section of the loop tip were the brakeage section was found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The catheter damage reported by the customer was confirmed. The root cause of this failure was traced to the manufacturing process. The instructions for use (IFU) contain the following information: ¿verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through j&j medtech quality system. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the elbow portion was damaged (outer layer of the catheter had a slight opening that if manipulated in a specific way, wires could have been exposed) and appears bent¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related and ¿the loop bends to the side without returning to its neutral position¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the elbow portion was damaged (outer layer of the catheter had a slight opening that if manipulated in a specific way, wires could have been exposed) and appears bent¿ issues. In addition, biosense webster inc. Analysis finding of the ¿breakage on the loop with internal components exposed.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and observed that the outer layer of the catheter had a slight opening that if manipulated in a specific way, wires could have been exposed. After the procedure, the elbow portion of the varipulse¿ bi-directional catheter was damaged and appears bent after pulling the catheter out of the body. The procedure had ended and the catheter was not replaced. There was no patient consequence reported. Additional information was received on 04-nov-2025. The outer layer of the catheter had a slight opening that if manipulated in a specific way, wires could have been exposed. However, in its current state, wires could not be visible. There were no sharp or lifted rings present. The issue was right at the elbow of the catheter, where the distal end would deflect (picture not available). This event was originally considered non-reportable, however, bwi became aware on 04-nov-2025 that the outer layer of the catheter had a slight opening that if manipulated in a specific way, wires could have been exposed and have reassessed the event as reportable. The awareness date for this record is 04-nov-2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).